Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to perform several troubleshooting steps, none of which resolved the issue. Consequently, they arranged to send a replacement pump with updated software and provided information about training available in the tandem source account. The customer was instructed to use multiple daily injections (mdi) as a backup therapy and to return the non-functioning pump using a pre-paid label within 10 days. The shipping address was confirmed, and the customer understood and acknowledged all instructions.